Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed no abnormalities. Functional testing (self test, priming, pressure test) were performed with no issues found. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during peritoneal dialysis therapy. This event occurred during use with patient involvement. The homechoice was wet with the solution underneath. There was no patient injury or medical intervention associated with this event. No additional information is available.